Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the inside of the cartridge tubing was discolored on multiple cartridges. Blood glucose ranged from 58 mg/dl to 400 mg/dl. During troubleshooting with tandem's technical support, the tubing was primed and the contact verified that the insulin drops were not discolored. The contact acknowledged that the discoloration was most likely due to clothing dye.